Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device failed calibration and displayed calibration error 80 (unable to reach calibration temperature). Expected is 6, actual is 28.7, chiller temperature reading is 29.3, drained is .6 liters from left drain port showing chiller tank full, chiller failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration and displayed calibration error 80 (unable to reach calibration temperature). Expected is 6, actual is 28.7, chiller temperature reading is 29.3, drained is .6 liters from left drain port showing chiller tank full, chiller failure.